Manufacturer narrative:
Product complaint # (B)(4). Device evaluation summary: a picture was returned for analysis. Upon visual inspection of the picture, a detached needle and a un dispensed suture in a labeled winding former of the product code w9221, lot # mez141 could be observed, and no conclusion could be reach as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. According to the sample condition, the complaint could be confirmed, however the cause could not be determined. A manufacturing record evaluation was performed for the finished device lot number mez141 , and no non-conformance's related to the reported complaint condition were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure in 2020 and suture was used. The suture are detached from the needle. There was no adverse patient consequence reported.